Event description:
A patient reported experiencing inaccurate erratic results with a basic meter. The patient's blood glucose results were 6.9, 11.2, 12.3, 12.7, 14.5 mmol. Tests were done within 5 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.